Event description:
A pulsar-18 stent system was selected for treatment of a severely calcified lesion in the left femoral artery. After pre-dilatation the stent was advanced to target lesion but could not be released even when trying to use the secondary release.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the instrument revealed that the outer shaft has been retracted by about 4 mm. The stent is still crimped under the retractable outer shaft and has not been released. The proximal stent markers touch the proximal stent stopper and are deformed. The retractable outer shaft is severely deformed at the proximal stent stopper and constricted just proximal to the proximal stent stopper. Outside of the deformed zone the diameter of the retractable outer shaft still complies with the specification. The inner shaft is deformed and has fractured at its proximal end. Some parts inside the handle are missing. The stent was blocked and pulled back against the proximal stent stopper when the outer shaft has been retracted during the release attempt. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined. It should be noted that the IFU advises the user to remove the complete system from the patient if the trigger release mechanism fails before releasing the stent.